Manufacturer narrative:
Patient code (B)(6) is being used to capture the additional intervention performed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that, based on clinically-observed low impedance measurements and the subsequent observation of a fracture via fluoroscopy, this lead was damaged, possibly due to entrapment in the clavicular/first-rib area. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to low impedance measurements. Additional information was received which reported that the lead was later explanted. Fluoroscopy confirmed a lead fracture, which was suspected to be due to subclavian crush. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to low impedance measurements. Additional information was received which reported that the lead was later explanted. Fluoroscopy confirmed a lead fracture, which was suspected to be due to subclavian crush. No additional adverse patient effects were reported.